Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 1mm distal from the distal markerband. The rated burst pressure for this device is 15 atmospheres.

Event description:
Reportable based on additional information. It was reported that difficulty to cross occurred. During the introduction, a symmetry fg was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, additional information revealed that there was pinhole before the first inflation then balloon was ruptured.